Event description:
A customer reported to baxter corporate product surveillance an interlink continu-flo solution set in which a leak occurred. According to the report, the leak occurred somewhere around the distal luer near the bonded junction of the luer and tubing. It was reported that they used interlink sets and switched to the sigma spectrum pump in (B)(6) 2011. They never had issues with this tubing in the colleague pumps, and are now thinking it may have something to do with the way the tubing twists its way through the pump. It is unknown when the condition occurred. It is unknown if there is patient involvement, injury, medical intervention or adverse event are associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, therefore, testing was not able to be performed. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.